Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they went back to their doctor after a year and told them "I didn't see an improvement." The patient was told their right atrial (ra) lead dislodged. The lead was explanted and replaced. The patient also noted being concerned regarding the longevity of their device. The device remains in use. No patient complications have been reported as a result of this event.